Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 10 months, it was reported that there was no measurable shock impedance. No deterioration in the pt's state of health was reported. The device was explanted.